Event description:
Procedure performed: bariatric surgery event description: surgeon uses this device insert into an incision. Suddenly, the tip of obturator was broken. There is no impact to patient. Product available for return. Additional information was received via email on (B)(6)2023 from distributor: the bend/break occurred at the tip. When asked how many cannulas were inserted using the obturator prior to the incident, customer responded "it just used with itself cannula." No pieces fell into the patient. "This unit have not insert through patient's peritoneum, and then user found that the tip of obturator was broken. When being inserted, the trocar was "rotated in clockwise." No difficulty experienced during insertion. No this was not a robotic case. Intervention: user replace with a new one to complete this surgery. Patient status: fine

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a broken obturator tip. Based on the condition of the returned unit, it is likely that the reported event was caused by the obturator material, which was more susceptible to fracture.

Event description:
Procedure performed: bariatric surgery. Event description: surgeon uses this device insert into an incision. Suddenly, the tip of obturator was broken. There is no impact to patient. Product available for return. Additional information was received via email on 05jan2023 from distributor: the bend/break occurred at the tip. When asked how many cannulas were inserted using the obturator prior to the incident, customer responded "it just used with itself cannula." No pieces fell into the patient. "This unit have not insert through patient's peritoneum, and then user found that the tip of obturator was broken. When being inserted, the trocar was "rotated in clockwise." No difficulty experienced during insertion. No this was not a robotic case. Intervention: user replace with a new one to complete this surgery. Patient status: fine.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.